Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 7th september 2009. Experience has shown that it is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. In this case, the random nature of the events stored in the memory, the 10 minute time outs and the measurements taken during the course of the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted.the low battery fails at the end of the log may be attributed to the excess current drain, the returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Devices switching on automatically. There was no patient involved in this event.